Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician investigated the unit and found a defective stop valve, which was responsible for the main side not changing the temperature. The technician replaced the defective part and proceeded with the preventive maintenance. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu30 would not change the temperature on the main side. The incident occurred during preventive maintenance so there were no patient involved. (B)(4).